Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported, the endotool software program recommended less insulin dose than expected. The endotool glucose management system v7.2.1800.3 was being use to manage the patient's blood glucose (bg) level. It was reported that the patient previously discontinued from the endotool software on (B)(6) 2011. It was reported that the patient's br and f (dosing curve value) were a br value of 0.34 and an f value of 0.41. On (B)(6) 2011 at an unspecified time, the patient was restarted on the endotool software. At an unspecified time, the nurse checked the patient's bg and obtained a serum bg measurement value of 1140mg/dl. The endotool software displayed a recommendation of 2 units bolus dose of regular insulin, a regular insulin delivery rate of 2 units/hr, and to check the bg measurement in 30 minutes. The nurse delivered the recommended dose. At 0154, the nurse entered a serum bg value of 770mg/dl into the endotool software. The endotool software displayed a recommendation of a regular insulin delivery rate of 1.2 units/hr, and to check the bg measurement in 30 minutes. The nurse delivered the recommended dose. Between 0225 and 0442, the nurse entered bg values of 500mg/dl into the endotool software. The values were obtained from a point of care glucometer which has a maximum value of 500mg/dl. The endotool software displayed recommendations of 0 units/hr and to check the bg measurement in 30 minutes. At 0519, the nurse entered a bg value of 565mg/dl into the endotool software. The endotool software displayed a recommendation of 1 unit bolus does of regular insulin and to check the bg measurement in 30 minutes. At 0552, the nurse entered a bg value of 427mg/dl into the endotool software. The endotool software displayed a recommendation of 0 units/hr and to check the bg measurement in 30 minutes. Between 0616 and 0828, the nurse entered bg values of 357mg/dl, 296mg/dl, and 287mg/dl into the endotool software. The endotool software displayed recommendations of 0 units/hr and to check the bg measurement in 60 minutes. Between 0925 and 1049, the nurse entered bg values of 430mg/dl, 480mg/dl, and 523mg/dl into the endotool software. The endotool software displayed recommendations of 1 unit bolus dose of regular insulin and to check the bg measurement in 30 minutes. At 1127, the nurse entered a bg value of 436mg/dl into the endotool software. The endotool software displayed a recommendation of 0 units/hr and to check the bg measurement in 30 minutes. Between 1209 and 1312, the nurse entered bg values of 366mg/dl and 294mg/dl into the endotool software. The endotool software displayed a recommendation of 0 units/hr and to check the bg measurement in 60 minutes. The nurse contacted endotool support. During troubleshooting, it was found that the endotool software calculated the dosing recommendations based on the br and f values (dosing curve values) from the patient's previous admission instead of calculating new br and f values based on the patient's current information. At an unspecified time, it was reported that the nurse updated the record and that the br and f values changed to unspecified values. It was reported that the endotool software displayed a recommendation of 8 unit bolus dose of regular insulin, a regular insulin delivery rate of 8 units/hr, and to check the bg measurement at an unspecified time. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.